Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient was admitted to the hospital with a diagnosis of dka, and his blood glucose level was ¿greater than 300 mg/dl¿. The technical service representative contacted the reporter to obtain information and troubleshoot the pump, however was unable to reach her by telephone. No information was provided about the pump or the patient¿s status prior to admission to the hospital. As the patient allegedly was hospitalized in dka while using the pump, and the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was unable to perform a 29 hour flow accuracy test due to a recurring call service alarm. The pump was examined and a crack in the pump casing was found at the case seal. The pump was opened and moisture damage was observed inside the pump. The complaint was unable to be fully investigated due to the moisture issue. (B)(4).